Event description:
It was reported that the user experienced a low blood glucose episode after eating dinner without announcing the meal while using a dexcom g7 cgm integrated with the ilet system, with the cgm showing a low of 48 mg/dl and a subsequent fingerstick reading of 122 mg/dl; the user treated the event with oral glucose (milk with added sugar), and the pump was calibrated. Symptoms included hypoglycemia with anxiety and shaking. Outcomes included the need for medication intervention to treat the hypoglycemia and the event meeting criteria for serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.